Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis and was hospitalized on the same day. The cause of the peritonitis was unknown. On (B)(6) 2011, the patient began remedial treatment with injection fortum 1 gm in each bag, ip and injection vancomycin 500mg, once in 5 days, ip. On (B)(6) 2011, the patient was discharged from the hospital. It was unknown if the event of peritonitis resolved. Dianeal pd2 ultrabag therapy was ongoing as was remedial treatment with fortum and vancomycin. The nurse reported the event of peritonitis was not related to dianeal pd2 ultrabag therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is undetermined.